Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the left ventricular (lv) lead placement procedure, an unacceptable high threshold was observed after the lead screw in. The lv lead placement position was changed, but a similar high threshold was repeated and when the fourth placement was attempted, extension of the helix tip was observed via fluoroscopy. No problems with the lv lead helix tip were observed prior to insertion. No problems with the lv read helix tip were observed in the fluoroscopy during the first to third placement. The lv lead was removed from the body and replaced with a new lead. No patient complications have been reported as a result of this event.